Event description:
Meter name: ot ii, strip name: lifescan one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: shady, weak. A patient reported they were unable to test. Their meter allegedly would only prompt error 2 and c before readings. There was no result on their meter. There were no other tests or comparisons. Not treated. No further information has been reported.